Event description:
Just prior to the conclusion of hemodialysis treatment, the patient experienced severe abdominal pain, nausea and unproductive vomiting. A nurse observed that the patient also had midline tenderness and abdominal distention. The patient was directed to obtain medical treatment at a hospital emergency room for possible abdominal bleeding. Following rinse-back of blood from the extracorporeal circuit, a nurse observed the arterial bloodline was kinked at a location just above the dialyzer connector. The patient expired in 2006 during a dialysis session being provided in-hospital.